Event description:
The rep is reporting that the distal tip of the electrode broke off. The facility could not articulate whether or not the tip broke off into the pt, though it was "retrieved." There were reportedly no pt consequences involved.

Manufacturer narrative:
Nothing is being returned for examination, the devices were dispose of by the facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage if it was possibly reprocessed, which would add another dimension to the failure issue. It is unk if a piece of the device fell into the pt, this report is being filed to document this event. If this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. At this point in time, no further action is warranted.